Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with a sparc sling system "to treat plaintiff for stress urinary incontinence and pelvic organ prolapse". It was also reported that the plaintiff "underwent a removal" and "placement of a second sparc sling system" on or about (B)(6) 2011. It was alleged that the plaintiff has "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and loss of bodily organ system, and has undergone or will undergo corrective surgery or surgeries", and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.